Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mid closure of the skin of an open procedure, using running suture knot technique, the thread broke. To resolve the issue, the surgeon used another suture.